Manufacturer narrative:
Insulin pump was received with unresponsive all the buttons due to unlocked keypad connector. Device was received with minor scratched lcd window and cracked select button keypad overlay. No broken belt clip rails noted. No moisture damage on keypad traces noted. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose level was unknown. The customer reported that they had received stuck button alarm. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.